Manufacturer narrative:
(B)(4). Date sent: 12/21/2021. H11=corrected data=h6. H6: health effect-clinical code: is now e2008 (foreign body in patient). H6: health effect-impact code: is now f24 (insufficient information).

Manufacturer narrative:
(B)(4). Date sent: 4/8/2022. Upon review it was identified that this is a duplicate report of manufacturing report number 3005075853-2021-07995. Moving forward all additional information will be filed under 3005075853-2021-07995.

Event description:
It was reported that during end of ivor lewis esophagectomy (laparoscopic) the camera was pulled into the trocar for approximately 30 minutes. Upon completion and removal of the trocar, they noticed the distal part of trocar was broken. They attempted to remove all the pieces from the patient. They removed what they could see/find and discarded the device. Informed patient of incident, monitoring for any complications, and patient was stable as of last check.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts were made to obtain additional information and the following additional information was received: please confirm, what efforts were made to locate the pieces of the broken device during the procedure? Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? They visually inspected for a long period of time to find all the pieces they could find. Was there any change in the patient care as a result of this event? Informed patient of incident and will monitor for any complications. What is the current patient status? Stable as of last check. Are all components of the broken device available to be returned? No, the device was discarded. An additional attempt is being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: were any issues noted with trocar before use in procedure? Where was trocar inserted (anatomical location)? What was the anatomical location of the trocar when it broke? Is it believed the trocar broke during insertion? Or was the trocar broken when manipulated during the procedure? What instruments were inserted down the trocar? Were instruments excessively manipulated during the procedure? Were the trocars reprocessed? Yes or no if yes, were the trocars reprocessed in house (meaning at the hospital account)? Or were trocars reprocessed through an external vendor (and if so, what vendor)? Has there been any post-op medical or surgical intervention required? If so, what specifically was the medical or surgical intervention? Has there been any alteration of or change to post-op patient care? If yes, please describe. What is the current status of the patient? Is it known by surgeon or operating room (or) room staff if all device components were retrieved (can the nurse(s) or scrub tech(s) in this procedure confirm if all broken trocar pieces were retrieved since the device was later discarded)? Is video of procedure available? Are photos available of device and broken pieces (since device was discarded)? Is lot or batch number available for this device (since device discarded)? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.